Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a (B)(6) dog was operated on because of a broken left hind leg. Seven weeks after surgery the implant was broken and the dog was re-operated by placement of 2 pins. The operation technique, implants used and reason of the failure are unknown. The implant and explant dates are unknown. This report is on an unknown veterinary implant. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device used in a veterinary case. No patient information will be provided. This complaint is on an unknown veterinary implant, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Additional narrative: the j & b precision manufactured 3mm rod (90mm length, part number vr301.090 and lot number 654763). The part met the material requirements and specifications. Implant date ((B)(6) 2013), explant date ((B)(6) 2013), and animal data received. MFR site is (B)(4). Changed from adverse event/serious injury to product problem/malfunction because this medwatch is for a veterinary case.

Manufacturer narrative:
Additional narrative: according to the additional evaluation, the breakage of the rod occurred approximately 45 mm from the proximal end close to the area of the bone fracture. Based on the topography of the fracture surface, we can conclude that the implant was subjected to one sided dynamic bending loads. Constantly alternating load cycles (during walking) in combination with the damaged surface led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implant. The rod could not resist the applied force which finally led to the material overload-fatigue failure. Postoperative activities of the dog may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded.